Event description:
The event is reported as: the customer alleges that the device would pop off the ventilator circuit which was under pressure at test. No report of a pt injury.

Manufacturer narrative:
Product usage when alleged defect occurred is unk. The user facility (B)(4) indicates that she did not know who to call to obtain any further info. No physical assessment was conducted because no actual complaint sample or representative sample was returned for investigation. The DHR (device history record) showed that all processes were executed accordingly as per standard manufacturing procedure. There is no indication of quality inadequacy related to the complaint. In current manufacturing procedure, 100% leak testing is done during assembly process and 100% visual inspection is conducted at packing area whereby all these products are being inspected and tested again for leakage. Thus, any defective products noticed during any of these processes will be culled out. Based on the investigation conducted, most likely the issue reported may be due to mishandling or improper assembly of the product. However, without the actual device sample being returned for investigation, the actual root cause could not be determined for the reported issue. The customer complaint could not be confirmed.